Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a depleted battery set alarm was discovered and confirmed by baxter personnel in the pump's event history. This condition was caused by depleted main batteries. This condition was resolved at the facility by replacing the main batteries and battery harness. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had battery issues. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered that a battery depleted alarm interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4). Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.